Event description:
The following has been reported: nurse reported: per nursing- they were hanging a dose of iron dextran. They spiked the med, undid the top slide clamp while they still had the bottom slide clamp closed. The med starting priming through the cassette (it typically does not if you have the bottom slide clamp closed). The flow dial was on open and they noticed that the med was leaking out of the flow dial on the back of the cassette. The medication had to be re-primed with a new tubing set. - patient injury: no - medical intervention required: no - stopped active infusion: yes - incident type: leak - occurred: during priming on primary line - drug used: iron dextran - action taken: new set up and fluids, delayed care a preliminary review of the logs identified the following issue: administration set leak (external part) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture were available for analysis. Without the proper sample or picture evaluation it is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The potential root causes of the leak from the cassette could be related to 1) misplaced diaphragm which resulted in a leak when the diaphragm was actuated by the valve pins in the pump, 2) an incorrect and poor sealing of the cassette in the welder machine causing the reported leakage, 3) over-insertion of the secondary port which caused a crack at the cassette, 4) cassette seal not assembled correctly causing a leak in the flow dial. The current process controls detection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections. The batch record fa24j14027 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.